Manufacturer narrative:
Device evaluation: the device was returned with all labels still intact. No physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of repeated power on/off, presumably caused by a cassette recognition failure. A function test was performed which could not confirm or replicate the reported issue. A possible defective downstream sensor caused the issue. The root cause of the issue is unknown. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that during the pre-use check, a "no message" alarm went off even though no cassette was attached to the pump. There was no patient injury.